Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: summary: the customer issued a complaint for plunger that got loose from the syringe detected by end user. Photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aqls), was manufactured and released according to applicable procedures and specifications. The complaint is not confirmed. Root cause: based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.

Event description:
It was reported that a nurse found a bd ultrasafe passive¿ x-series needle guard syringe ¿destroyed¿ with the plunger out and drug leaking from the device. There was no report of exposure, injury or medical intervention.